Event description:
The customer reported that the system would lose vascular functionality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine bridge and the video processor. This action did not resolve the issue. Subsequently, new parts were ordered. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.